Manufacturer narrative:
B3: date of event: requested, unknown d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation; instead, a photo of the unblistered actual sample was provided by the customer. The safety needle is not attached to the syringe the defects that can contribute to the complaint cannot be confirmed in the photo. The retention samples were visually inspected and confirmed free from any damaged parts/jams, and deformation that will affect product function. The samples were subjected to nozzle needle fit force. All samples met the required specifications. A total of twenty-seven (27) complaints were received from the previous two (2) fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. The root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lots. Our syringe machine run under validated and routinely checked parameters. The syringe assembly process has a barrel tip inspection system that can detect and automatically kick defective syringe tip. We have a series of inspections from the molding process to the outgoing process that check the conditions of the syringe. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved mckesson syringes with safety hypodermic needle splashed heparin in the nurse's (user) eye due to the disconnection of the needle (remained in the patient) with the syringe separating. After the incident, pressure was applied to the syringe to activate the safety lock. Due to the needed pressure the needle portion disconnected from the syringe. Additional information was received on 28 aug 2023: the same needle is used for aspiration of medication prior to injection. The user checked the needle/syringe connection was secured prior to injection. The patient was not impacted or harmed in any way when the needle popped off during injection. Medical treatment was not required for the patient. Aside from simple first aid the health care provider (hcp) incurred heparin splash to the eyes. Due to the disconnection and splash the injected amount of medication was unsure. The medication being injected was sq heparin.